Event description:
A customer called in reporting high blood glucose readings that fluctuated between 168-369 mg/dl. He wore the pod for 1 full day and then replaced it.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.